Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height drawer was failed and not detected on the bus. A field service engineer pulled the existing drawer and replaced it with an enhanced full-height drawer. After logging into the hardware test application (hta), rejected the pockets from the new drawer and installed the pockets from the old drawer to maintain continuity. The new drawer and pockets were then tested to ensure proper functionality. Following this, the station was rebooted into the application. The user logged in and configured the drawer. Both the drawer and pockets were confirmed to be working properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawer was failed. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.